Event description:
It was reported that there was increased threshold and increased sensing on the right atrial (ra) lead. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407458 implantable pacing lead implanted: 2013 (B)(6). (B)(4).